Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was returned loaded inside the capsule of the delivery system. Valve was returned loaded inside the capsule of the delivery system (pe (B)(4)). The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in cloudy 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a partially crimped state. All leaflets exhibited signs of creasing and frame imprints. These conditions are possibly associated with the valve being crimped inside the capsule of the delivery system for an unknown duration of time. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially closed. Large gap observed between all leaflets. Remnants of coagulated blood were found on all commissures. Commissures appeared intact. Host material was present on the leaflets and outer wrap. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation. No damages were found on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Image review: nine static images and a mpxr questionnaire were provided for review. In addition, nine static images and a mpxr questionnaire were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and a misload was present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. However, a misload was not identified and the valve was implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence shows the infolded valve was recaptured, removed and a new valve was loaded. Fluoroscopy valve load inspection confirmed a good load. The new valve was successfully implanted. Updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the patient had a highly calcified native bicuspid valve, which may have contributed to the infolding. A procedural delay of approximately 10 minutes occurred.

Manufacturer narrative:
Concomitant product:  product ID d-evolutfx-34 (lot: 0012150019); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced loader. No infolding was noticed during fluoroscopic loading check. A pre-implant balloon aortic valvuloplasty (bav) was performed. During first deployment, infolding was seen. The valve was recaptured and removed. A new valve was successfully implanted. No adverse patient effects were reported.